Event description:
Event description guidant received information over two months after the implant procedure that this ventricular lead was noted to have perforated the patient's heart wall. The lead was explanted and replaced.